Event description:
It was reported that a patient underwent an unknown bkp procedure for a t12 fracture. During the procedure, it was reported that two balloons ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that functional analysis was not possible, due to a hole on the balloon of the ibt. Visual analysis shows a longitudinal rupture on the balloon from the distal peak to the middle of the balloon (att. 1 <(>&<)> 2). Based on the information provided, visual and functional analysis, the most probable root cause is attributed to the contact of the balloon with bone splinter and/or surgical tool during surgery.